Event description:
The test strips were peeling. The pt did not experience any symptoms at the time of testing and contacted their physician due to the damaged test strips. The pt did not receive any medical treatment. The technique of applying blood on the test strip was correct. This case is being reported as a strip malfunction, since the test strips were peeling.